Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
Stryker (B)(4) received a letter from the crci - comissions régionales de conciliation et d'indemnisation des accidents médicaux to report a case of a patient: on (B)(6) 2011, patient was implanted with an abg ii total hip implants. On (B)(6) 2011, a revision surgery was performed because the alumina head fractured. It was replaced by an amplitude implant.

Manufacturer narrative:
The event was not confirmed as no items associated with the event were returned or made available for evaluation and no medical records or x-rays were made available for evaluation. Review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review indicates there have been no other events for this lot. The event could not be confirmed nor the exact root cause determined because the devices were not returned for evaluation and no medical information was provided. It is believed that the reported event was not caused by manufacturing factors.

Event description:
Stryker (B)(4) received a letter from the (B)(6) to report a case of a patient : on (B)(6) 2011, patient was implanted with an abg ii total hip implants. On (B)(6) 2011, a revision surgery was performed because the alumina head fractured. It was replaced by an amplitude implant.